Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex (lcx) artery. A 3.00 x 24mm synergy xd drug-eluting stent was advanced for treatment. However, during introduction, the device failed to cross the lesion and the stent strut was damaged. The device was removed and the procedure was completed with a non-boston scientific stent. No patient complications were reported and the patient condition was stable.

Manufacturer narrative:
Device evaluated by MFR: a synergy xd mr ous 3.00 x 24mm stent delivery system was returned for analysis. A visual examination of the stent found there was damage in mid-section with stent struts lifted. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex (lcx) artery. A 3.00 x 24mm synergy xd drug-eluting stent was advanced for treatment. However, during introduction, the device failed to cross the lesion and the stent strut was damaged. The device was removed and the procedure was completed with a non-boston scientific stent. No patient complications were reported and the patient condition was stable.